Event description:
It was reported that the patient was involved in 4-wheeler accident and had the 4-wheeler roll on top of them. The patient had a spine surgery as a result of the accident. Since the accident, the patient has had severe pain associated with stimulation. The patients stimulation was programmed off as a result of the pain. The patient had surgery to replace the lead and it was noted that during the surgery, that the surgeon noted a microtear in the lead. The explanted lead has not been returned to the manufacturer to date. The physician noted that the microtear in the lead was the cause of the patients pain. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution no other relevant information has been received to date.